Event description:
The facility representative reported to baxter technician, an infusion pump that was alarming ail frequently during customer use. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.